Event description:
The following information is from an article published in (B)(6) 2005 in the interactive cardiovascular and thoracic surgery journal titled perforation of the right atrium and the ascending aorta following percutaneous transcatheter atrial septal defect closure. Transesophageal echocardiogram (tee) showed an asd type ii, sized 22x18 mm with a significant left-to-right shunt with pulmonary to systolic flow qp/qs ratio 3:1. The anterosuperior asd rim was absent and the posteroinferior rim had been developed. The implant of an amplatzer septal occluder (aso) was successful without residual shunt. Thirty-six (36) hours post-implant, the pt developed chest pain and tee initially showed a small, non-significant pericardial effusion. One hour later, repeat echo showed progression of the pericardial effusion with a signs of tamponade and collapse of the right side heart. Pericardial drainage was performed and the pt was transferred to surgery. In surgery, the smaller right-side aso disc had cut through the dome of the right atrium between the superior vena cava and the aortic root where it created a 4 mm hole. Another perforation was at the aortic root in the region of the noncoronary sinus, where the occluder was pressed against the aorta via the dome of the right atrium. The aortic wall perforation was approximately 8 mm long with a transmural defect of 4 mm. The defect was closed utilizing a pericardial patch and the pt's postoperative course was uneventful.

Manufacturer narrative:
This event was reviewed by aga medical (B)(4) on 24 may 2011 and definite erosion was confirmed.